Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation but remained in the patient therefore the complainant's event could not be verified. Lot number was not provided so device history record review cannot be performed. The cause of the event could not be determined from the information available and without device evaluation. A likely cause of this type of event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. Device remains in patient.

Event description:
It was reported by an allergist through the arthrex website that a patient is concerned about delayed hypersensitivity to fiberwire that was used in a left capsular shoulder arthroscopic repair procedure which was reported to have taken place (B)(6) 2011. Patient symptoms include inflammation of the joint, joint instability and fatigue. Symptoms onset was reported to have begun approximately 4 months post-surgery. No treatments had been prescribed. Patient's only known allergy is to augmentin. Patient is not lactose intolerant or diabetic. Allergist was unaware at time of report if the fiberwire was the collagen-coated version or not. Allergist states surgery facility informed him they do not keep logs of materials over 3 years and therefore he is unable to obtain the actual part numbers. Allergist states op reports indicates a 3 mm biocomposite anchor was placed along with #2 fiberwire. For reporting purposes, on 11/1/16 part number ar-1934bcf-2 was determined through product management and facility sales data to be a most likely part number that would have been used.